Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the non-tortuous and mildly calcified left iliac vein. However, during the first inflation for 8 seconds, the balloon ruptured. The device was removed intact, and the procedure was completed with another of same device. No patient complications were reported.